Event description:
It was reported by the rep that during a laparoscopic gynecological procedure. During insertion of the 5mm reposable trocar, the bowel serosa and the retroperitoneum were lacerated. The trocar was placed under direct vision. It became caught on the peritoneum during insertion and some bleeding occurred. The pt was opened with pfannenstiel's incision and a general surgeon was called for eval. Pressure was applied to the lacerated area and the bleeding was controlled.